Manufacturer narrative:
Unit was connected to the charger to depressurize per intended use. After pressure build up was relieved, the device worked as expected.

Event description:
User reported that the device acted as expected during pre-bypass checks, but would not cool during the procedure. There was no patient harm.